Manufacturer narrative:
The explanted lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged one day post-implant. No loss of capture (loc) was observed, but the r-waves had decreased from 14mv to 2mv. An x-ray was performed, which confirmed the dislodgement. The patient remained in the hospital pending a lead revision. The lead was explanted and replaced three days later. The physician did not believe the lead was defective, but it had been moving around in the ventricle for several days before the revision so the physician wanted to implant a new lead. It was noted the helix was able to extend and retract after removal, confirming the lead was still functioning as expected and likely could have been repositioned had the physician not preferred to use a new lead. No additional adverse patient effects were reported.